Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella ld device for mechanical circulatory support. The complainant reported that during impella placement, the patient experienced bleeding complications due to an extensive procedure. It was reported that the patient's aorta was repatched, and the chest was open post operation. It was stated that seven units of red blood cells were provided and heparin was removed from the purge in an effort to manage the complication. The patient was successfully weaned from the impella and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.